Manufacturer narrative:
The investigation is still pending. When additional informations are provided and the investigation is completed, a follow up will be provided in a supplemental report.

Event description:
Submitted product with no further informations. Gender: male.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the clinical claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is operating within acceptable tolerances. Result: first, we performed a visual inspection of the progav 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a slightly build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of under- drainage. At the time of our investigation, the opening pressure of the valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The investigation has been completed and will be submitted with the follow up report. The release for investigation received on (B)(6) 2021. The surgeon suspected that the progav 2.0 had a decreased flow. No further pateint informations are available.